Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were not any indications of production-related problems or any nonconforming indications in the shipping inspection result. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the distal end of the guide-wire tip was separated from the entire guide-wire before the nurse inserted it into the endoscope.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The device return date in section. Section catalog # and lot # have been updated. The UDI# was initially reported as not applicable, however it has been provided in section. The main body of the guidewire and the piece fractured from the guide wire were received evaluation. Visual inspection of the guidewire revealed the exposure of the core wire approximately 22m in length on the distal extreme segment, fractured urethane outer layer and gold coil at approximately 22mm from the distal extremity of the core wire. The total length measured from the distal end of the core wire; approximately 4500mm, which is equivalent to that of the product of the involved product code, implying that there was no missing portion on the guidewire. Magnifying and electron microscopic inspection of the fracture end of the urethane outer layer found that the configuration of the fracture was consistent with that generated when the urethane outer layer was ripped off. Exposure of the gold coil was noted. Around the fracture, there was not any anomaly, such as a scratch, which could have been a trigger of the occurrence of the fracture. Electron microscopic view of the fracture end of the gold coil found that the coil had become thinner toward the fracture end. Magnifying inspection of the outer surface of the guide wire, excluding the exposed core wire, found that the urethane outer layer had been stretched on approximately 8mm -23mm from the fracture end of the urethane outer layer. X-ray fluoroscopic inspection of the inside of the guidewire revealed that the gold coil had become irregular on its fractured end and on the segment where the urethane outer layer had been stretched. The remainder of the gold coil was in the intact state. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications. The fractured piece from the guidewire was measured and the total length was found to be approximately 30mm. Magnifying and electron microscopic inspection of the fracture end found that the configuration of the fracture end of the urethane outer layer was consistent with that generated when the urethane outer layer was ripped off. The fracture end of the urethane layer had become thinner toward the fracture end. Exposure of the gold coil was noted. Around the fracture, there was not any anomaly, such as a scratch, which could have been a trigger of the occurrence of the fracture. Electron microscopic view of the fracture end of the gold coil found that the coil had become thinner toward the fracture end. Magnifying inspection of the outer surface of the guide wire, excluding the fracture end, found that the urethane outer layer had been stretched on approximately 2mm from the distal end. X-ray fluoroscopic inspection of the inside of the fractured piece revealed that the gold coil had become irregular on its fractured end. The remainder of the gold coil was in the intact state. Due to the urethane outer layer and the gold coil having been stretched, it cannot be determined if there is any portion of the urethane outer layer and/or the gold coil missing from the returned actual device. Reproductive testing was performed and an attempt was made to pull the guidewire out of the holder to which the wire clip was still attached by pinching the distal segment of the guide wire with the fingers. The urethane outer layer and the gold coil got fractured and the core wire was exposed. Electron microscopic inspection of the fracture end of the gold coil found that the coil had become thinner toward the fracture end. IFU states: remove the wire clip from the holder. Holding the guidewire, push the guide wire in the direction of the inserter to take out the guidewire from the holder. Do not pull the guidewire toward where the wire clip was attached. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. However, based on the investigation results, it is likely that the actual device was subjected to excessive pulling force, resulting in the reported fracture of the urethane outer layer and the gold coil.